Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and the explanted ipg was retained by the medical facility and will not be returned. Additional information was received that the patient was dong well postopretively.